Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that her husband called the paramedics after experiencing low blood glucose levels and fainting. The customer stated that her blood glucose was 19 or 20 mg/dl when the paramedics arrived. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The customer stated that she has been getting no delivery alarms as well. Explained the alarms, and advised to monitor. Nothing further was reported.